Event description:
It was reported that the customer is deceased. It was stated that the customer had a heart attack on the day of death; was taken to the hospital emergency room. Last blood glucose value is unknown but it was stated that it was normal. Customer was wearing the insulin pump at the time of death. The cause of death was massive heart attack. It was stated that the insulin pump is not available to return as it was removed at the hospital and they kept it. Nothing further reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.